Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the power cord on the patient's electronic unit was damaged and not powering on. The patient received a shock while attempting to connect cord. The replacement of power cord and the power adapter may resolve the issue.